Event description:
Customer alleged that an employee experienced a hydrogen peroxide contact on the right hand. Customer service rep. Reviewed the first aid info from the msds. Customer has a copy of the msds. Reviewed and emailed customer letter. Caller states employee has ran area under water for 15 minutes and the symptoms have stopped. Employee did not feel the need for medical attention. Customer did not see any liquid on the package.

Manufacturer narrative:
Other- hydrogen peroxide contact.